Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. A physical evaluation was performed. During the visual inspection of the product complaint sample it was found inserted two blue pins and the blue button pushed out of the trigger connector. It was observed that the blue button is pushed out due to one of the pins inserted in the connector is from the patient catheter that was not delivered previously. The alleged failure mode was confirmed during sample evaluation. Based in the product complaint sample analysis and in the event description which states that the incident occurred during fill 1, until this stage previous steps (set up) were completed successfully, therefore it could be attributed that the alleged event was caused by the user due to an improper connection. In addition, was reviewed the user guide p/n 480145 which states clearly that the properly connection and disconnection. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. All the applicable in-process and final inspection tests were found with acceptable results. The fluid leak event was confirmed.

Event description:
A peritoneal dialysis (pd) patient contact stated a fluid leak was discovered from the patient connector during fill 1 of 5 of treatment. No fluid was discovered in the pump module area or on the external of the cassette. The patient contact stated the blue pin looked bent and fluid was squirting from where the pin was. The patient contact stated the machine alarmed with a notice draining slowly alarm prior to the fluid leak. The patient contact was advised to keep the cassette set for return. Upon follow-up, the patient contact confirmed the fluid leak event. The patient contact stated there were notice draining slowly cycler alarms prior to the fluid leak occurrence and confirmed fluid had leaked from the patient connecter during fill 1 of 5 of treatment. The patient contact stated the blue pin looked bent and fluid was squirting from where the pin was. The patient contact stated the patient was able to re-setup with supplies and completed treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The patient contact stated the set was available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient contact stated a fluid leak was discovered from the patient connector during fill 1 of 5 of treatment. No fluid was discovered in the pump module area or on the external of the cassette. The patient contact stated the blue pin looked bent and fluid was squirting from where the pin was. The patient contact stated the machine alarmed with a notice draining slowly alarm prior to the fluid leak. The patient contact was advised to keep the cassette set for return. Upon follow-up, the patient contact confirmed the fluid leak event. The patient contact stated there were notice draining slowly cycler alarms prior to the fluid leak occurrence and confirmed fluid had leaked from the patient connecter during fill 1 of 5 of treatment. The patient contact stated the blue pin looked bent and fluid was squirting from where the pin was. The patient contact stated the patient was able to re-setup with supplies and completed treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The patient contact stated the set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.